Event description:
It was reported by a healthcare professional from (B)(6) that on an undefined date a patient experienced an increased intraperitoneal volume (iipv) with the homechoice machine. During drain 6, the drain volume was 3566ml, which was 162% of the largest prescribed fill volume of 2200ml. The tidal therapy volume set to 85% was higher than the minimum drain volume (in the nurse's menu) at 80%. There was patient involvement but no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number. This complaint was confirmed in the logs and the root cause was determined to be insufficient drain - tidal ultrafiltration removal set too low.this issue is being investigated through CAPA.